Manufacturer narrative:
The lens was returned and microscopic examination found the haptics kinked/bent, and partially cut. Half of the haptics remained attached to the lens. A cut across the optic was observed. Investigation of the event is in progress and a follow up report will be submitted upon completion of the investigation.

Event description:
Reportedly, after implantation of an intraocular lens (iol) into the left eye it was discovered that both haptics were bent . The lens was removed and another lens of the same model and diopter was implanted. The incision was enlarged and sutures were required. The patient reportedly is doing well. Additional information has been requested.

Manufacturer narrative:
The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, unintended user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and injector interaction) may have contributed to the event.